Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date the patient was treated with vancomycin (1 g every seventh day), gentamicin (40 mg every day for 14 days) and meropenem (500 mg three times a day, weekly) for the peritonitis event. Pd therapy was ongoing. At the time of the report, the patient outcome was unknown and antibiotic therapy was ongoing. No additional information is available.